Event description:
It was reported that the surgeon was unable to seat the articular surface onto the tibial baseplate. After seeing a deformity in the dovetail, another articular surface was used to complete the procedure.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.